Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during their vaccine injection. The following information was provided by the initial reporter: "upon attempting to push medication (vaccines) into the patient's deltoid, heavy resistance is met as if the liquid is very thick. A lot of force is needed in order to push the medication completely in. This has happened on multiple occasions with multiple different clinicians using the same type of needle."

Manufacturer narrative:
Investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during their vaccine injection. The following information was provided by the initial reporter: "upon attempting to push medication(vaccines) into the patient's deltoid, heavy resistance is met as if the liquid is very thick. A lot of force is needed in order to push the medication completely in. This has happened on multiple occasions with multiple different clinicians using the same type of needle."